Manufacturer narrative:
Additional suspect medical device component involved in the event: model: nm-3138-55. Serial: (B)(6) batch: 7082619. Catalog description: 55cm 8 contact extension. UDI: (B)(4). Physical analysis could not be completed in our laboratory, as the devices remain implanted in the patient and were not returned. A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were not returned as they remain implanted in the patient. As such, physical analysis has not been conducted in our laboratory, therefore, engineers were unable to establish the probable root cause for the reported event of high impedances.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances resulting in the inability to receive magnetic resonance (MRI) imaging. The patient underwent a revision procedure where the dbs system was interrogated to determine where the high impedances were coming from. It was determined that the high impedances were coming from the right lead extension. The right lead was disconnected from the lead extension with impedances and connected to the second lead extension that was previously staged during the initial placement of the implantable pulse generator (ipg). The high impedance issue was resolved. The physician decided to leave the extension with high impedance implanted and connected it to the ipg but remains deactivated and not in service. The patient was doing well postoperatively.